Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a high ventricular rate (hvr) episode that may have been the result of ventricular safety standby (vss) was observed. Review of the episode strip revealed the patient manifested a premature ventricular contraction (pvc) conducted from either atrial flutter or another pvc, which coincided with ventricular escape for pacing at sensor indicated rate (sir). This event was seen as non-capture. The high ventricular rate spontaneously resolved prior to base rate paced behavior. Programming changes were made and resolved the issue. The patient was stable with no other symptoms.